Manufacturer narrative:
The serial number of the unit involved was unknown, however the possible serial numbers involved in the incident were 2019031567 & 2019031556. Both units were evaluated by a belmont service technician. No issues were identified with either of these units that would have contributed to the reported issue. The device history was reviewed for both units, and no other issues were identified. Belmont reviewed complaint data for the past 12 months, and no other incidents were identified where a device malfunction led to infusion of cold fluids. The disposable set involved in the incident was discarded and could not be sent for investigation. The lot number of the disposable set was unknown. A thorough investigation into the lot history of the disposable set could not be carried out. All disposable sets are 100% leak tested and visually inspected prior to release. No device malfunction could be verified, and the root cause of the reported issue could not be determined. We will continue to monitor this type of incident closely and take further corrective and preventive action if required.

Event description:
It was reported that a patient in cardiac arrest secondary to massive upper gastrointestinal bleeding was resuscitated with blood products. Due to the urgency of the situation, most blood products were administered without warming. Return of spontaneous circulation was achieved; however, the patient subsequently developed dic and multiorgan failure and passed away two days later. The belmont rapid infuser reportedly failed to engage on multiple occasions and required resetting. The initial setup was delayed, and cold blood products were administered through intraosseous (io) and intravenous (IV) access. During transfer to CT and the operating theatre, additional cold blood products were given, as no portable blood warming system was available at the facility. According to the facility, the administration of rapid cold blood transfusions represented a deviation from best practice, and hypothermia resulting from the infusion of cold blood products may have contributed to the progression of coagulopathy.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident is not yet returned to belmont for investigation. As per the mir report, the date of event is august 10, 2025. Belmont became aware of this incident after receiving the mir with mhra reference (B)(4) on september 8, 2025. The report did not include details of the user facility and the description of the incident was vague in describing the actual issue with the device. Belmont requested additional information from mhra on september 10, 2025. Mhra responded on september 10, 2025, logging the query as genq-00164287. On september 16, 2025, additional information was received from the mhra. The mhra's benefit-risk evaluation team reported that an incident occurred on (B)(6) 2025, at (B)(6), involving a belmont rapid infuser. The event involved a patient who experienced cardiac arrest secondary to massive upper gastrointestinal bleeding and was resuscitated with un-warmed blood products due to clinical urgency. The rapid infuser reportedly failed several times and required resetting, which delayed setup and contributed to the administration of cold blood products. The patient subsequently developed dic and multiorgan failure and passed away two days later. It was noted that the use of cold blood products may have worsened coagulopathy. Belmont is working with the user facility to obtain information about the alleged incident and get the device involved in this incident returned for investigation. Without the results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete.